Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was flush. The customer blood glucose level was 140 mg/dl at the time of incident and the current blood glucose level was 123 mg/dl. Customer also stated that insulin pump had motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support anomaly and no motor error alarm noted during test. Motor passed motor test.